Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient got a message on the patient programmer (pp), and they were unsure what the message meant. It was discussed the screen is "in the box" screen. The manufacturer representative (rep) had no information on patient, implantable neurostimulator (ins), nor what the patient or healthcare provider (hcp) did to cause the screen. The only information they had is that the patient is established. They did not know the event date and stated they think just now. No patient symptoms were reported.